Event description:
It was reported that "the physician feels like the notch in the lynx trocar gets caught on the bladder and can lead to a tear." The event is unclear and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that there was difficulty advancing, which might have caused to perforate the bladder.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a150205 captures the reportable event of difficulty to advance. Patient code e2114 captures the reportable event of perforation to the bladder.